Manufacturer narrative:
The manufacturer internal reference number is: (B)(6).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative hyperopic outcome. The patient had blurry near vision. The lens was exchanged three weeks after initial implantation. Additional information received from the surgeon indicated that the patient had difficulties reading and seeing the instrument panel in his car when driving.

Manufacturer narrative:
The sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. Additional information was received. (B)(4).